Event description:
The customer reported being in the hospital for a double bypass. While the customer was in the hospital, her glucose level was running high at 585mg/dl. The customer stated that she had the infusion set and reservoir for several days and the insulin pump has been suspended. The device was reconnected and the customer's blood glucose was high. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. No further information was performed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.